Manufacturer narrative:
This report is submitted on january 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to poor performance with the device. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted february 6, 2017.